Event description:
It was reported that the pump of this artificial urinary sphincter (aus) is not working properly; therefore, a revision surgery has been requested. No additional information was provided.